Manufacturer narrative:
Product complaint # : (B)(4). Correct: h6 patient code: no code available (3191) used to capture the device revision or replacement and insufficient information.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Removed code for device revision or replacement and replaced with no code available (3191) for prolonged surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left primary tka with revision parts. At time of poly insertion, extreme difficulty was had reducing the poly & femoral interface. Many attempts were made to reduce construct. There was a surgical delay of 20 mins. Doe: (B)(6) 2020, left knee.